Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported that she went on the pain pump and that she had horrible hallucinations from two medications that were tried in the pump. The patient said morphine caused hallucinations. She said the dose ranged from 5 mg per day to 11 mg per day. The caller does not know the concentration of the morphine. The patient said dilaudid caused hallucinations. She said the dose was 7 mg per day. The patient did not know the concentration of the dilaudid. The patient tried dilaudid and morphine together at a low dose and this caused a mixed effect of hallucinations. The patient said the dilaudid was at 4.996 mg per day and the morphine was at 4.996 mg per day. The patient did not know the concentration when the morphine and dilaudid were mixed together. The patient said bupivacaine was put in the pump and it "screwed with her brain." The patient said that the drugs were changed and adjusted every couple of weeks. The patient was still having problems with just dilaudid in the pump. The current dose of the dilaudid is 4.996 mg per day and the concentration is 10.0 mg/ml. The patient said she has not slept in her bed in a month. The patient was seeing animals and bugs and they physically hurt her. The patient said she could not sit on the couch for a long period of time. The patient could only sleep sitting up with a lot of clothes on. The patient said all her clothes were bagged because she was afraid the bugs were going to get in her clothes. The patient said that she knew this was not real, but it was real to her. The patient said she saw, heard and felt the bugs and animals, and they caused her pain. The indication for use was spinal pain. The patient's outcome was unknown. The lot numbers were unknown. If additional information becomes available, the event will be updated.